Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. During postoperative follow-up, a contrast enhanced CT showed aneurysm enlargement however, there was no endoleak found. A diagnostic angiography was performed and there was no endoleak found as expected. The decision was made to perform surgical intervention. As the aneurysm was opened, seroma type liquid gushed out for a moment but seemed to be old thromboses. Fresh thrombosis was confirmed to be coming from a few lumbar arteries and these were treated by ligation. There appeared to be a slight amount of type IV endoleak on the left side of the bifurcated main body, but it was a trivial volume therefore, the type ii endoleak would be the main cause of the aneurysm enlargement. The proximal side and right common iliac artery was treated by banding method and sutured. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.